Event description:
A report was received that the patient was burned by charger 1.0. The patient's burn was located over the implant site. The patient was seen by a physician but no medical treatment was prescribed. The burn has healed, and the patient is reportedly doing well.

Manufacturer narrative:
Co initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to co and replaced with a charger 2.0 device. No further investigation is necessary because, the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Co no longer manufactures or distributes charger 1.0 devices. This is the final report.